Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the power dropping when the receiver was connected to the charger. A receiver boot test was performed and passed, but only when the center button is pushed. The receiver issue persisted after using a known good battery in substitution. Functional tests were not performed due to the power dropping when the receiver was connected to the charger. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.